Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment, and patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Patient dies on an unreported date in (B)(6) 2017. On an unreported date in the same month as the month of peritonitis onset, the patient was placed in hospice care (not further specified). Two months later, on an unreported date, the patient passed away due to an unreported cause. The patient was in hospice at the time of death (not further specified). It was not reported if the patient recovered from the peritonitis event prior to death. Should additional relevant information become available, a supplemental report will be submitted.